Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not recording bolus in bolus history. Customer reported that issue occurred with other insulin pump and did not want to troubleshoot. Insulin pump would be replaced per customer's request. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump was programmed with the correct time and date. The pump was monitored with a 5.0 basal rate and several boluses were programmed and delivered. All bolus / basal profiles delivered their indicated amounts. All bolus / basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No unexpected bolus / basal anomalies or history anomalies were noted. The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests.